Event description:
Boston scientific received information that during the routine pacemaker replacement procedure, the right ventricular (rv) lead exhibited pacing impedance measurements that were less than 200 ohms when the lead was connected to this device. A lead insulation issue was suspected. The lead was not replaced. The lead remains implanted and connected to this device; however, the device was programmed to aai pacing mode. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.